Manufacturer narrative:
Based on initial findings, longeviti has concluded that their medical device did not cause or worsen the traumatic situation. Longeviti has determined the cause of failure to be direct impact on the implant with force that exceeds the threshold of failure for the human skull.

Event description:
A patient implanted with a clearfit cranial implant experienced a seizure and subsequently fell down a set of stairs. Following the fall, clinical evaluation identified damage to the cranial implant. The implant was surgically explanted on (B)(6) 2026.